Event description:
The customer contacted physio-control to report that their device powered off and on by itself. There was no reported patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was not able to duplicate the reported issue. Physio downloaded the device's memory and was able to verify that the device did, in fact, power off and then on by itself multiple times for reasons unknown. As a precaution physio then replaced both the power and contact pcb assemblies, as well as the device's battery latches. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.